Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from september 13, 2014 - september 14, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a brown mark on its reservoir. This was found before patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.